Event description:
Freestyle libre flash glucose monitoring system does not work as stated. The device is supposed to stay attached for 14 days but I have been through 6 devices in 6 weeks. They only have lasted (stayed on) 5 to 8 days. Insurance companies will only cover each device for 14 days leaving me without testing materials for the next 6 weeks. This is a defective product and nothing short of insurance fraud, I have contacted the company several times. I was advised to buy an additional adhesive at my own cost to attach their product. They did send a couple replacement devices but even with the expensive additional adhesive they do not last as stated. The additional adhesive should be supplied with the product. The defect leaves diabetics with no way of testing their glucose for long periods of time as insurance ie medicare and medicaid expect them to last 14 days and will not provide additional testing supplies. FDA safety report ID # (B)(4).